Manufacturer narrative:
(B)(4) captures the reportable event stating that the patient was sent to surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted as part of a whole system explant due to an infection and observed pus coming from a wound the patient presented. No additional adverse patient effects were reported.